Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump over infused.

Manufacturer narrative:
Other, other text: additional information was received indicating that the issue was found during a full operational check. The device accuracy was found to be either slightly above or below the specifications (+-6%). There was no patient involvement. Device evaluation (aware date 09-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing involved three separate delivery accuracy tests and found the pump's delivery accuracy to be outside of manufacturing specification in at least one test. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.